Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the pst used a digital multimeter (dmm) to measure the power supply power fault signals between the blue connector and black connector, which the reading failed at 1,019 millivoltage direct current (mvdc). A functioning power supply good signal voltage reading should be less than 350 mvdc. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during laboratory evaluation of the device, the power supply was found to be out of specification. There was no patient involvement.

Manufacturer narrative:
Please disregard the previously reported medwatch related to this complaint. The power supply originally reported by the product surveillance technician was retested and upon retest, the voltage readings were within specification. It was retested three times and passed each time. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.